Event description:
It was reported that the pc unit (software version 12.3.1.2) displayed error code 800.8000 during use with pca module. Per customer's initial report, the device "shutdown when pca button activated." There was patient involvement but no harm. Additional information was received from bd clinical practice consultant, who was onsite to assist with gathering additional information: this event occurred in the pediatric intensive care unit (picu). It involved a model 8120 patient controlled analgesic module attached to the model 8015 point of care unit (pcu). The customer clarified that the pump was not infusing at the time of the issue (as opposed to the initial report that the issue occurred when the "pca button activated"). During initial discussions with the hospital, this error was a system error. The nurse reported that they turned off the device due to the inability to stop the alarming of the alaris system. Error log shows multiple 800.8000 malfunctions at the same time on (B)(6) 2024 at 9:59:10: the customer is verifying with the nurse if this is when the event took place and not on (B)(6) 2024, as previously reported. No further information received to date.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit (software version 12.3.1.2) displayed error code 800.8000 during use with pca module. Per customer's initial report, the device "shutdown when pca button activated." There was patient involvement but no harm. Additional information was received from bd clinical practice consultant, who was onsite to assist with gathering additional information: this event occurred in the pediatric intensive care unit (picu). It involved a model 8120 patient controlled analgesic module attached to the model 8015 point of care unit (pcu). The customer clarified that the pump was not infusing at the time of the issue (as opposed to the initial report that the issue occurred when the "pca button activated"). During initial discussions with the hospital, this error was a system error. The nurse reported that they turned off the device due to the inability to stop the alarming of the alaris system. Error log shows multiple 800.8000 malfunctions at the same time on 22 april 2024 at 9:59:10: the customer is verifying with the nurse if this is when the event took place and not on (B)(6) 2024, as previously reported. No further information received to date. Per bd clinical practice consultant, the following product enhancements are being requested: ¿ a required max limit box in the .gre either in the configurations or per drug. ¿ data elements for max limit yes/no and for the dose amount for the max. ¿ pca interoperability to be able to digitally verify programming.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information : device eval by manufacturer?, imdrf annex a , g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.